Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-00126. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. It was reported that following insertion of the mesh, the patient experienced pain, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-00126. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to sui and rectocele. It was reported that following insertion the patient experienced infection and bleeding. It was reported that the patient underwent mesh revision/removal on (B)(6) 2014 due to erosion of synthetic mesh after posterior repair. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and symptomatic rectocele. It was reported in the operative report that the patient had a posterior repair with mesh. No additional information was provided.